Manufacturer narrative:
During inspection and testing of the device, the peeling off of the coating on the insertion section was found to be due to deterioration. In addition, service confirmed there was air/water leakage from the bending section due to it being damaged, and air/water leakage from the channel due to a perforation likely caused by endotherapy accessories, thereby confirming the customer's initial report. Service also found the instrument channel was blocked due to buckling. The insertion tube surface showed signs of wear and physical stress. The universal cord demonstrated deterioration due to the cleaning, disinfecting, and sterilization processes. The control body and connector were deformed due to physical stress. The bending angulation control lever was broken, and the angle wires were worn. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported there was an air/water leakage in the device due to a pinhole. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found that the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during the device evaluation (peeling of the coating). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 14-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress during operation, external factors, or handling. It is recommended that the user facility instruct/reinstruct regarding operating environment and handling. Olympus will continue to monitor field performance for this device.